Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act, up and down buttons response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive keypad. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.